Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that there were erroneous results. The use of the instrument was unknown. There was no adverse patient effect associated with this event. Medtronic received additional information that there is no longer an allegation of wrong result complaint against the hms, it was a misuse of the device. Erroneous results refer to heparin dosage. Preventive maintenance is carried out every year. There was no error code associated with this issue. No tests were obtained and heparin was not administered based on the results.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the customer used the hms plus instrument with the wrong units of measurement, which indicated bad results, so the customer did not administer heparin based on the results of the tests. The customer stated that the instrument worked perfectly well. Device evaluation summary: the reported erroneous results was not verified during service. No failures were found by service technician. Service technician determined that the poor user reading was caused by unusual unit of measurement setting. Solution provided by service technician included heptrack test statistics prints, errors, and configuration setting the right unit of measure. Post repair testing was performed per specifications medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Event updated to not reportable, as it was confirmed that the instrument operated correctly - the issue was due to the customer selecting the incorrect unit of measurement. Based on this clarification, there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned.

Manufacturer narrative:
Correction b5: additional review of the event and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that the customer complained about incorrect heparin dosage results. On site service t echnician realized that the unit of measurement configured was not the one usually used.thus the correct unit of measurement was set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.